Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed redness around the pacemaker implant site. The physician stated that an infection or erosion was imminent and elected to remove the pacemaker system. On (B)(6) 2020, the device was reprogrammed and interrogated prior to the procedure. It was noted that the pacing percentage on the device was zero. The pacemaker system was then removed without any complications. The patient was discharged from the hospital following the procedure. Related manufacturer reference number: 2017865-2020-07711.